Event description:
The caregiver (cg) contacted baxter to report a cassette leaking during use. The customer was told to use a cassette from a new box of cassettes. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.prpoduct surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the report of a leaking cassette. The cg said that she found 3 cassettes that leaked. The cg stated that there seem to be a hole on the patient line close to where the line goes into the cassette. The cg said she brought the home patient (hp) to the clinic on monday and his nurse gave him an antibiotic as a preventative.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known, a batch review will be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a leak is not confirmed and the assignable cause was not identified because the disposable set was not returned to baxter, the lot number showed no abnormalities or defects.